Manufacturer narrative:
Estimate date. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that three prostyle devices were used in an attempted closure of an unspecified access site were defective. A proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The reported unspecified failure mode could not be verified as only the device was returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause could not be determined as a specific failure mode was not provided and only the device was returned for analysis; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.